Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty grasping the leaflets and subsequent difficulty removing the device due to interaction with the anatomy appears to be related to patient morphology/pathology. The reported patient effect of tissue damage appears to be related to procedural conditions. The reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The additional implanted mitraclip is being filed under a separate medwatch report.

Event description:
This is filed to report resistance with chordae that resulted in chordal tear. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was prolapse and flailing of the posterior leaflet. The first clip (60920u128) was advanced and deployed without any difficulty. The second clip (60920u132) was advanced; however, there was difficulty grasping the leaflets which resulted in the clip becoming caught in the chordae, tearing the chordae. After the grasping attempt, the clip released from the chordae. The first clip placed began to move a lot more; however, the second clip was repositioned and able to be deployed successfully on the leaflets. Two clips were deployed and the final mr was 2-3. The patient was stable post procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.